Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the air/water could not be supplied because there was foreign material clogged inside the tubes. However, the specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of air/water and balloon channels after withdrawal of the endoscope from the patient, perform the following channel inspection steps to detect residual blood and foreign material clogging the air/water and balloon channels. Use maj-1444 air/water valve to conduct the following inspection steps. 1. Switch the airflow regulator to maximum output (¿high¿ or ¿3¿). 2. Prepare clean water in a 500 cm3 (500 ml) container 3. Immerse the distal end of the insertion tube in the water. 4. Cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle for 10 seconds. Warning: if air bubbles are not emitted continuously, the air/water channel may be clogged by patient fluids. Please contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the distal end of the air/water channel was deformed, the balloon was misaligned, and the forceps/instrument channel was leaking due to a perforation in the tube. The surface of the ultrasound probe was damaged (sound lines were broken), and the cable was disconnected, and the nameplate on the scope cover was missing. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the air/water supply from the subject device was not smooth. The issue was found during reprocessing. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no air/water flow from the device due to the channel being clogged. This report is being submitted for the clogged channel found by service during the device evaluation.